Manufacturer narrative:
The customer stated that the instrument was producing sample probe level sense errors in the dilution well. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed a precision run on anti-tpo ab and found that one of the replicates showed sample probe level sense errors in the dilution well. The cse also performed a precision testing on beta-2 microglobulin and there were no errors. The cse replaced the dilution well, 3 port ceramic valve and sample probe. The cse aligned the sample probe and dilution well for volume detection. No air bubbles in the water circuit and probe wash were observed. During a follow-up visit, the cse verified the proper functioning of the instrument. The cse checked the diagnostics screen height values of the patient arm at z position around the dilution well. The cse found that the calibration points were different from the previous technical settings. The cse changed the dilution module and performed the technical adjustments. The cse ran the patient samples and the results were acceptable. The cse concluded that the dilution module which has been replaced two weeks ago appeared to be defective. The cause of the discordant, falsely anti-tpo ab results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant antithyroid peroxidase antibodies (anti-tpo ab) results were obtained on one patient sample with neat and dilution runs on an immulite 2000 xpi instrument. It is unknown if the results obtained upon neat and dilution runs were reported to the physician(s). The sample was repeated on the same instrument, resulting lower and matching the historical results of the patient. It is unknown if the repeat lower result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant anti-tpo ab results.

Manufacturer narrative:
The initial MDR 2247117-2017-00065 was filed on june 8, 2017. Additional information (06/13/2017): additional information has been received regarding repeat run and result being reported to the physician(s). .

Event description:
The patient sample was sent to an alternate laboratory where it was tested on an alternate platform, resulting different. After troubleshooting, the sample was also repeated on the immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The repeat result was reported to the physician(s).

Manufacturer narrative:
The initial MDR 2247117-2017-00065 was filed on june 8, 2017. The first supplemental MDR 2247117-2017-00065_s1 was filed on june 29, 2017. Additional information (07/20/2017): a siemens headquarters support center specialist reviewed the instrument data and stated that there was no sample probe level sense error in dilution well for the sample in question. The error was obtained on a sample pipetted from the dilution well on (B)(6) 2017. It could not be determined that there was mechanical issue with the instrument causing the discordant results. The cause of the discordant anti-tpo ab and anti-tg ab results on one patient sample is unknown. MDR 2247117-2017-00066 was filed for the same event.